Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this lead was attempted to be positioned for left bundle branch area pacing (lbbap). The pacing threshold measurements were higher than expected. The lead was removed from the patient and tissue was observed in the helix. The tissue was removed and the physician attempted the lead again, with the same results. On the third attempt, the helix mechanism stopped functioning. A new lead of the same model was provided and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead was retained by the customer and will not be returned for analysis.